Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up in the middle of the night with high blood glucose levels, which he corrected for. Customer reported that there was air in the tubing, but he primed the air out. Customer ran a manual prime and the insulin did exit the tubing. Customer does not have a tubing clamp and will be sent one. Customer will call back once he receives the tubing clamp to continue troubleshooting. Customer stated that the cannula was bent. Customer was assisted with changing the infusion set and advised to monitor the site. Customer's blood glucose level was 280 mg/dl. Customer was advised to revert to manual injections. Customer had 0 basal rates. Customer was advised to contact his health care provider to get the settings and to have them programmed. Customer was advised that if he chooses to continue using the pump, he would need to monitor his blood sugars throughout the night and he won't be getting his basal rates. No further assistance needed.